Event description:
Customer reported that the paramedics were called and she was hospitalized due to dka. Customer stated that she had medication poisoning due to dentist places her on ibuprofen and amoxicillin, which led to dka. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.